Event description:
In 2004, while wearing the sound processor, the patient reportedly experienced sound percept problems. The following month, the patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed revealed out of range impedances on two electrodes. Programming adjustments were made. The patient reportedly was able to hear well. Five days later, the patient was seen by a company representative for evaluation. Testing performed confirmed that the device was functional. Programming changes were made. However, the sound percept problem was not completely resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.